Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.11. Livanova manufactures the inspire 7f hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in canada. Through follow-up communication with the customer, livanova learned the following additional information: - the patient did not suffer from any known coagulation pathology, however he was septic as had a mitral endocarditis. He also had a thrombocytosis (high platelet count). - customer circuit setup included a pre-oxygenator pressure sensor connected at the outlet of roller pump driveline, and a post-oxygenator pressure sensor connected on the arterial line; the difference between the two gives the differential pressure interpreted as the pressure in the oxygenator. - high pressure excursion (hpe) was noticed after 20 minutes of bypass with a differential pressure (dp) higher than 200 mmhg. As dp continued to increase, customer had to lower the hematocrit (hct) and gave epoprostenol to reduce pressure inside the oxygenator. Last action reduced significantly dp. Then, around 10000 - 70000ng of a non-specified bolus was infused (rate of 2 ng/kg/min). In addition, 400 u/kg of heparin was administered to the patient for anticoagulation, for a total of 75 000u in the whole case. Based on livanova medical assessment, the pre-existing condition of thrombocytosis (high platelet count "hpc") in the patient has most likely caused the pressure excursion occurred, which then resulted in hemolysis. An additional contributing factor is that the patient was septic and this, together with the hpc, has likely exacerbated the phenomenon. Hemolysis was reportedly a temporary condition, since the customer did not report any additional complications following drugs administration which restored blood to normal condition. Therefore, based on the above, the hemolysis that occurred on the patient is unlikely related to the involved oxygenator as well as the observed hpe. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy received a report of high-pressure excursion experienced during usage of inspire 7f oxygenator. Reportedly, hemolysis occurred, and drug was injected to the patient to get back to normal. There patient was not injured.